Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to rupture. Device evaluation: visual analysis of the returned device identified: crease fold, broken shell and underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A missing piece of the shell due to inconclusive. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Additional report of capsular contracture, baker grade unknown. Device has been explanted.